Event description:
It was reported that the patient received an inappropriate shock due to oversensing and a change intrinsic morphology. Technical services advised some programming options. There were no adverse patient effects. The system was later explanted and replaced with a trans-venous system. There were no additional adverse patient effects.